Event description:
It was reported that this device had a battery depletion error. The device was being checked at the clinic when the alert occurred. The battery had an elective replacement indicator on june the first. The pulse generator has been implanted less than seven years. A review of device downloaded memory was done by technical services and premature battery depletion was confirmed. The device remains implanted, however technical services recommended explant. There were no adverse patient effects.